Event description:
A distributor contacted stryker to report their device is not working as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
The device was not returned to stryker for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. The device model, serial number (d4) and PMA (g4) is unknow if this information is acquired an update will be provided.

Event description:
A distributor contacted stryker to report their device is not working as expected. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.